Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Corrective action has been initiated for the reported issue. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner seal of the packaging was opened.